Event description:
It was reported to philips that the allura system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse identified that the surge arrester had burned, the cube and fdc were damaged, and the san signal for the generator command was failing, which made an x-ray impossible. Fse replaced the cube, flashlight high-end kit, and sib box. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.